Event description:
It was reported that at an unspecified time, the cable from the fenestrated bipolar forceps instrument broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cable was frayed at the distal clevis hub. No other damages were found at the clevis of the instrument. An additional observation not reported by site was that the instrument distal pulley had mechanical indentations/ burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentations/burrs damage may be due to likely mishandling/misuse. No other damages was found on the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction of frayed pitch cable, if to recur could cause or contribute to an adverse event.